Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2002 and cook stratasis was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted along with concurrent abdominal exploration and lysis of adhesions due to enterocele, pelvic prolapse, urinary incontinence and rectocele. It was reported that following insertion the patient experienced infections and urinary problems. No additional information was provided.